Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the programmer booted up with a system error, which shows up on a black screen and disables all operations. The programmer never shut itself off at any point in time. Broken ECG connector found on a printed circuit board assembly. It was also noted that the stylus pen tip was loose, both personal computer memory card international association (pcmcia) ejector pins were broken off, the keyboard was loose and not mounted in place, the media bay door was broken, and the power cord bay door had two broken latches. (B)(4) the programmer had no telemetry with the rf head. The rf head cable was found out of electrical specification. It was also noted that the rubber backing on the rf head label was missing.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the programmer booted up with a system error, which shows up on a black screen and disables all operations. The programmer never shut itself off at any point in time. Broken ECG connector found on a printed circuit board assembly. (B)(4) the programmer had no telemetry with the rf head. The rf head cable was found out of electrical specification.

Event description:
It was reported the programmer went out, the screen was black. Unable to keep running. Back flap broken and keyboard broken. The programmer was returned for service. The programmer rf head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.